Event description:
The patient received his scs system on (B)(6) 2011. It was reported that his stimulation is a little different than it used to be. He also has an ache in his left hip and swelling in his left foot. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.